Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized on the next day of peritonitis diagnosis and treated with vancomycin injection (1g, every 5th day, intraperitoneal, discontinued), amikacin injection (125mg, once daily, intraperitoneal, discontinued) and meropenem injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. It was reported that the patient passed away while in the hospital. The cause of death was reported to be fungal infection. It was not reported if an autopsy was performed. It was reported the peritonitis was not resolved prior to death. Pd therapy was discontinued prior to death and shifted to hd till the death of patient. It was reported retraining on the proper aseptic technique was done. No additional information is available.